Event description:
It was reported that during sterilization of a pk dissecting forceps instrument, insulation seemed to be flaking off 6 inches from the instrument tip. Fiberglass can be felt by running your finger over the instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of main tube had a 4" long section directly above the proximal clevis with material removed all around the tube. Damaged area had a rough surface finish parallel to the tube's longitudinal axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd. Engineering also observed that one grip was bent, creating a .045" offset at the tips. No other damage was found.